Event description:
It was reported that the user experienced hyperglycemia while using the ilet system after a full infusion set change and noted that meal announcements were made but did not appear in the device meal history. Symptoms included elevated blood glucose above target. Outcomes included use of subcutaneous insulin by pen and temporary disconnection from the ilet for approximately two hours, without medical intervention or ketone testing. Investigation included a review of device history availability and user-reported functionality checks, with follow-up planned after another meal announcement. Investigation of this case revealed an undetermined cause, with no device alerts reported and no confirmed device malfunction identified from the available information. It was concluded that the event was user-reported hyperglycemia with cause unclear and no reported injury. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.